Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultralink meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On the morning of (B)(6) 2013 the patient noted the reported meter would not power on; he was unable to use it to obtain a blood glucose reading. The patient took the action of consuming less food and drink. The patient manages his diabetes with insulin pump therapy. Four to five hours afterwards, the patient experienced the symptoms of feeling thirsty, sore muscles and vomiting. The patient used a backup meter, a onetouch ultramini meter, and tested his blood glucose level to be 146 mg/dl. The patient administered self-treatment by consuming food and/or a drink; he did not seek any medical attention. The meter, test strips and control solution were replaced. The patient returned the reported meter to lifescan for evaluation. On (B)(4) 2013 the meter was analyzed and with failing test results. It was determined there was a high standby current and the crystal x1 component had failed. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms and blood glucose level were not indicative of severe injury; he had a backup meter to use for blood glucose level testing; and he did not seek any medical attention. However, as the meter power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case failed testing. The meter was found to have a crystal x1failure and a high standby current. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.